Event description:
A malfunction on the pump was reported by a caller. The customer could not confirm the fault ID because they reset the pump prior to contacting technical support. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.